Manufacturer narrative:
Secondary intervention - (B) (4). Evaluation results and conclusions: unknown cause of stent graft movement after deployment, no films were provided, vessel morphology is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm, during a (B) (6)l clinical trial. It was reported that the bifurcated stent graft was deployed, followed by the contralateral limb. Angiograms showed that the stent graft had moved distally slightly requiring an aortic extender cuff. An angiogram demonstrated that there was compromised flow within the right renal artery due to the partial covering from the aortic cuff (ref: MFR# 2953200-2009-01854). A right renal stent was required and it was placed so that the proximal end was just inside the endograft. The balloon was partially withdrawn so that the origin of the renal stent was flared. It was properly flared and repeat angiogram showed complete flow within the main right renal artery. No additional clinical sequelae were reported and the patient is fine.